Event description:
It was reported the patient had no stimulation sensation. The patient was seeing a charge ins (implantable neurostimulator) icon on her patient programmer. The patient last charged two days ago and now is not feeling stimulation. The patient saw her doctor four days ago but was still having ¿a lot of pain than usual.¿ prior to leaving the doctor¿s office an x-ray was performed and her doctor was supposed to call with the results. The patient reported she might need her lead or ins replaced. The patient reported she can feel her device moving around. It was noted the patient was able to get 4 coupling bars. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3550-39, lot # n320044, implanted: (B)(6) 2012, product type accessory; product ID 355531, lot # n332301, implanted: (B)(6) 2012, product type screening; device product ID 3550-14, lot # n333078, implanted: (B)(6) 2012, product type accessory; product ID 3550-14, lot # n333369, implanted: (B)(6) 2012, product type accessory; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).